Manufacturer narrative:
The subject device evaluation has confirmed the customer reported issue of " insertion tube crushed " . Device evaluation has noted the flexible tube of the insertion section found crushed due to external factors. Additionally, inspection noted the bending angle is insufficient due to the elongation of the angle wire. Forceps cannot be inserted smoothly due to buckling of the forceps channel due to external factors. Buckling of the forceps channel prevents smooth insertion of the channel cleaning brush. Watertightness not maintained due to peeling of the curved rubber adhesive part. The curved rubber adhesive is missing. Furthermore, the forceps plug cap (mouthpiece) found scraped due to external factors. Additionally, the following findings during device evaluation were observed. Scratches are found on the operation part due to external factors. Scratches are found on the switch box due to external factors. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Peeling of the paint noted on the ud plate. Scratches are found on the ud plate due to external factors. The display on the ud plate is peeling off. The universal cord collapsed due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the video cable due to external factors. Scratches are found on the video connector due to external factors. The electrical contacts of the video connector scraped due to external factors. Scratches are found on the lg connector due to external factors. Scratches are found on the video connector case due to external factors. There are scratches on the ud angle fixing lever (sp) due to external factors. Scratches on the insertion tube due to external factors are observed. Wrinkles in the insertion tube due to external factors are observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "insertion part crushed " found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the forceps plug cap (mouthpiece) was scraped. This report is being submitted for scraped forceps plug (physical stress) found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the abrasion of the forceps likely occurred due to the same cause as other breaks, but it was not possible to determine whether the abrasion was due to stress or handling or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.